Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('surgery/ he didnt know where one of them was') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("one of them in my uterus"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and event device expulsion added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('surgery/ he didn't know where one of them was') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('surgery/ he didnt know where one of them was') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("one of them in my uterus"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and device expulsion outcome was unknown. The reporter considered device dislocation and device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('surgery/ he didn't know where one of them was') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.